Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion sets do not adhere to their body. Customer mentioned that they previously have had high blood glucose of 1200mg/dl to 1300mg/dl due to the infusion sets that have come off. Infusion sets would not be replaced.